Manufacturer narrative:
Date of submission 07-jun-2018 the device has been returned and evaluated by product analysis on 30-may-2018 with the following findings: during investigation, the pump was powered up to fully functional audio tone and vibratory alarms. The sound functioned properly and was within specifications. The vibration was within specifications. The pump was opened to find no evidence of internal moisture. The complaint of a dual alarm failure was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was reported that the pump had no sound or vibration with a low cartridge warning. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.